Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broken coil/ left essure coil is broken') and device dislocation ('migration/ mild distal migration of main portion of the coil') in an adult female patient who had essure (batch no. 771093, (709965-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), vaginal hemorrhage ("abnormal bleeding (vaginal), menorrhagia ("abnormal bleeding (menorrhagia) and alopecia ("hair loss"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, pelvic pain, vaginal hemorrhage, menorrhagia and alopecia outcome was unknown. The reporter considered alopecia, device breakage, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2008 and (B)(6) 2011. Lot number 709965 not valid. Most recent follow-up information incorporated above includes: on 30-sep-2020: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broken coil/ left essure coil is broken') and device dislocation ('migration/ mild distal migration of main portion of the coil') in a female patient who had essure inserted for female sterilisation. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device breakage and device dislocation outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2008 and (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: plaintiff fact sheet was received. Previously reported event- injury updated to event- device breakage, migration. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broken coil/ left essure coil is broken') and device dislocation ('migration/ mild distal migration of main portion of the coil') in an adult female patient who had essure (batch no. 771093,709965-notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and alopecia ("hair loss"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia and alopecia outcome was unknown. The reporter considered alopecia, device breakage, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion (B)(6) 2008 and (B)(6) 2011. Lot number [ 709965 ]notvalid. Lot number: 771093 manufacturing date: 2010-08 expiration date: 2013-08 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broken coil/ left essure coil is broken') and device dislocation ('migration/ mild distal migration of main portion of the coil') in an adult female patient who had essure (batch no. 771093,709965) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("pelvic pain") and alopecia ("hair loss"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, vaginal haemorrhage, menorrhagia, pelvic pain and alopecia outcome was unknown. The reporter considered alopecia, device breakage, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date on (B)(6) 2008 and (B)(6) 2011. Most recent follow-up information incorporated above includes: on 24-sep-2020: pfs received- new event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), pelvic pain and hair loss were added. Lot number, lab data, medical history and reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broken coil/ left essure coil is broken') and device dislocation ('migration/ mild distal migration of main portion of the coil') in a female patient who had essure inserted for female sterilisation. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device breakage and device dislocation outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2008 and (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.